Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown. The provided event date on (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the distal pierce hole was torn, which is evidence that the cutting wire anchor slipped down, causing the catheter to tear. This failure directly affects the functionality/integrity of the product and prevents the device from bowing. This failure could be perceived by the customer as a broken cutting wire; consequently, confirming the reported complaint. There was no other issue noted. Based on the analysis of the returned device, there is no evidence of manufacturing issue related. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. Therefore, the most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design features of the device that do not support or interfere with the intended purpose of the device. There is an open investigation to address this failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was found that the cutting wire broke. Reportedly, no part of the device that was detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was found that the cutting wire broke. Reportedly, no part of the device that was detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.